Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 400 mg/dl. Customer was treated with bolus and customer¿s current blood glucose levels were of 214 mg/dl, 151 mg/dl, 102 mg/dl. Customer stated that auto mode was not active and was not automatically adjusting the insulin at time of incident. Insulin pump will not be returned for analysis.